Manufacturer narrative:
A technical assessment of the device design identified the root cause of the thermal event to be the dash pdm charging voltage exceeding the battery specification, defined as overcharging. Field safety corrective action 9056196-10/11/2022-001-c has been initiated by insulet corporation. The device will not be returned for investigation.

Event description:
It was reported that the personal diabetes management (pdm) battery has been expanding, swelling and giving off excessive heat.

Manufacturer narrative:
In the case description, the user states the device battery was swelling and that the pdm was giving off excessive heat. The device was returned without a battery. A different battery was used for testing of the device. Based on device data logs, there was no instance of battery overheating on the reported occurence date. Additionally, no evidence of the pdm heating up was felt during charging or during the investigation. Battery swelling could not be assessed and the exact cause of the battery failure could not be determined due to the original device battery not being returned. Display of the returned device was found to be damaged. The timing and cause of this damage is unknown. Although the screen was damaged, the touch screen functionality was not impacted.